Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was high pacing impedance, no capture, high thresholds, and a possible lead fracture. Tachyarrhythmia therapies were turned off, the lower pacing rate was decreased, and the lead remains in use. No patient complications have been reported as a result of this event.